Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received information that a patient with a 19mm 3300tfx aortic valve was diagnosed as severe aortic stenosis and aortic regurgitation secondary to calcification and structural valve deterioration after implant duration of six (6) years and two (2) months. A symptom of dyspnea on exertion was seen. Valve-in-valve procedure with a 20mm sapien 3 ultra resila is under consideration.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.